Manufacturer narrative:
(B) (4). The product has been requested to be returned, but has not been received. (B) (4).

Event description:
The customer reported that her mother was in a long term care facility due to the fact that she had a previous hip replacement. The facility had placed an alarm with a chair sensor pad on her mother's wheelchair to monitor her movements. Her mother attempted to get up out of her wheel chair and the sensor pad did not trigger the alarm that weight had been removed. Her mother had fallen, but was not injured. They tested the alarm with other sensor pads and the alarm is working fine. They did not see any visible damage to the sensor pad.